Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left side pain') in an adult female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included abdominal pain, cholelithiasis, large intestine polyp, insomnia, fatigue, back pain, tingling and muscle weakness. Concomitant products included irbesartan since 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and hyperhidrosis ("excessive sweating") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced pelvic mass ("pelvic mass"), ovarian cyst ("cystic follicles") and pelvic adhesions ("surface adhesions/adhesions of pelvic mass/pelvic mass adhesed to uterus") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic mass, uterine leiomyoma, ovarian cyst, hot flush, hyperhidrosis and weight increased outcome was unknown. The reporter considered hot flush, hyperhidrosis, ovarian cyst, pelvic adhesions, pelvic mass, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2014: this revealed a complex pelvic mass measuring 7.8 x 9.3 cm which was concerning for possible malignancy. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Bilateral fallopian tube occlusions. Concerning injuries reported in this case the following one was described in patient medical records: pelvic mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left side pain') in an adult female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included abdominal pain, cholelithiasis, large intestine polyp, insomnia, fatigue, back pain, tingling and muscle weakness. Concomitant products included irbesartan since 2012. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and hyperhidrosis ("excessive sweating") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced pelvic mass ("pelvic mass"), ovarian cyst ("cystic follicles"), pelvic adhesions ("surface adhesions/adhesions of pelvic mass/pelvic mass adhesed to uterus"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, pelvic mass, uterine leiomyoma, ovarian cyst, hot flush, hyperhidrosis, weight increased, blood disorder and cardiac disorder outcome was unknown. The reporter considered blood disorder, cardiac disorder, hot flush, hyperhidrosis, ovarian cyst, pelvic adhesions, pelvic mass, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Computerised tomogram pelvis - on (B)(6)2014: this revealed a complex pelvic mass measuring 7.8 x 9.3 cm which was concerning for possible malignancy.. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion/bilateral fallopian tube occlusions. Concerning injuries reported in this case the following one was described in patient medical records: pelvic mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event was added- blood disorder, heart disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left side pain') in an adult female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included abdominal pain, cholelithiasis, large intestine polyp, insomnia, fatigue, back pain, tingling and muscle weakness. Concomitant products included irbesartan since 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and hyperhidrosis ("excessive sweating") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced pelvic mass ("pelvic mass"), ovarian cyst ("cystic follicles") and pelvic adhesions ("surface adhesions/adhesions of pelvic mass/pelvic mass adhesed to uterus") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic mass, uterine leiomyoma, ovarian cyst, hot flush, hyperhidrosis and weight increased outcome was unknown. The reporter considered hot flush, hyperhidrosis, ovarian cyst, pelvic adhesions, pelvic mass, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Computerised tomogram pelvis on (B)(6) 2014: this revealed a complex pelvic mass measuring 7.8 x 9.3 cm which was concerning for possible malignancy. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. Bilateral fallopian tube occlusions. Concerning injuries reported in this case the following one was described in patient medical records: pelvic mass most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received lab data and lot number added. Concomitant medication and condition added. Events ; pain / left side pain, hormonal changes describe: hot flashes, excessive sweating, weight gain, pelvic mass, uterine fibroid, follicle cyst and pelvic adhesions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.